Event description:
It was reported that the 30 degree endoscope plus had an issue. Intuitive followed up with the initial reporter and obtained the following additional information: the issue did not involve an inverted image, reversed control on system arms, a spontaneous change in vision orientation, loss of video or image, engagement or recognition failures, error messages, or observed physical damage to the endoscope. The endoscope did, however, move freely with uncontrolled motion. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damage such as scratch marks, indentations or broken or missing pieces locate at cable proximal end. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with motion aid assembly attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on l/r of the button pack assembly. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The endoscope was tested and place on an in-house system for cable testing and failed due to a wahoo paddleboard (wpb) defect. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results.